Event description:
Ventilator shunt down 2 times while on patient. Reporting facility believes patient completely depleted internal battery. When reporting facility received vent the battery was depleted, charged battery and vent works fine. Caregivers description of event: took patient to lake for family picnic. Got patient out of van and put patient in wheelchair. Took patient to picnic area and they passed out. Checked vent and it was off. Removed patient from vent and had to manually ventilate patient with ambu bag/o2 via trach. No alarms were heard. No accessories being used at the time of event. Power source at the time of event was external power. Primary power source is ac. Unit on external about 1 hours prior to event.